Event description:
It was reported that a guidewire fracture occurred. Patient underwent percutaneous coronary intervention. The target lesion was located in the distal left anterior descending artery. A 182 cm luge guidewire was selected for use. However, during removal, the tip of the wire was broken and could not be retrieved. The procedure was completed.

Event description:
It was reported that a guidewire fracture occurred. Patient underwent percutaneous coronary intervention. The target lesion was located in the distal left anterior descending (lad) artery. A 182 cm luge guidewire was selected for use. However, during removal, the tip of the wire broke off in the distal lad and could not be retrieved. The procedure was completed.

Manufacturer narrative:
Corrected: h6 device codes: a040101 fracture corrected to a0501 detachment of device or device component.